Event description:
It was reported that at the completion of the procedure, the device ceased to function and showed an error message. The surgeon could not yield any of the data that was collected during the procedure, and the patient was sent home. The patient was sent to get a CT scan because the doctor didn't feel that another procedure was appropriate using the device. There were no adverse consequences as a result of the event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.